Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia as well as motor error and motor position encoder error. The customer blood glucose level was up to 528 mg/dl. The customer was treated with a bolus. The customer declined troubleshooting. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and displayable history crc check failed on startup alarm due to blank display. Motor passed motor test.